Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump had reoccurring false air in line alarm during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, an air in line alarm was reproduced. A review of the event history log revealed multiple "air-in-line" messages . A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be a faulty ultrasonic sensor. Ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.